Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 275cc mentor siltex round spectrum post-operatively adjustable saline breast implant, catalog #3542440m, lot #144599. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female underwent primary breast augmentation with a 275cc mentor siltex round spectrum post-operatively adjustable saline breast implant. Deflation was diagnosed on (B)(6) 2018 through a physician¿s examination on (B)(6) 2018. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 144599 was reviewed on 5/16/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/26/2018. Device evaluation summary: it was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a 275cc mentor siltex round spectrum post-operatively adjustable saline breast implant. Deflation was diagnosed on (B)(6)2018 through a physician¿s examination on (B)(6)2018. Upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was not confirmed. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).